Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the filter popped apart causing oxygen supply and volatile agent delivery to be interrupted during a procedure and the 22 mm connector was observed to be stuck.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned; however, the customer provided a photo of the product. A visual exam was performed on the photo and it was observed that the filter was detached. Ten pieces of the same catalog number in current production at the manufacturing facility were taken to inspect the reported defect. No defects were observed, and all ten samples passed the leak test and the pull test. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, and there were no issues found with the ten samples taken from production at the manufacturing facility. In addition, a 100% leak test and visual inspection is conducted prior to release from the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the filter popped apart causing oxygen supply and volatile agent delivery to be interrupted during a procedure and the 22mm connector was observed to be stuck.